Event description:
A hospital in (B)(6) reported that an alarm sounded on the mr850 respiratory humidifier after connecting an rt340 adult dual-heated evaqua breathing circuit. This was noticed prior to patient use.

Event description:
A hospital in (B)(6) reported that an alarm sounded on the mr850 respiratory humidifier after connecting an rt340 adult dual-heated evaqua breathing circuit. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative: method: the electrical resistance of the heater wires in both the inspiratory and the expiratory tubes of the returned rt340 adult breathing circuit was tested using a multimeter. Results: no fault was found with the heater wire in the expiratory tube. The electrical resistance was within the required specification. However, the heater wire in the inspiratory tube was open circuit. A connection break was found between the heater wire and the heater wire pin. A lot check revealed no other complaints of this nature for lot number 100512. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative: the rt340 adult breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we received the complaint device and have completed our investigation.